Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: device interaction or damage by another device: the guidewire and pump (B)(6) were returned for investigation. The returned guidewire was found to have a stretched coil and kink/fracture on the guidewire core (see pi-17604604875059152). No damage was observed on the returned pump. According to clinical information, the 0.018" guidewire could not be removed from the cannula, so both the pump and guidewire were removed together. The device interaction was with the guidewire; however, the cause of the guidewire damage was not determined due to insufficient clinical information. Device history lot: device batch: 1958578. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had an impella cp placed to support a patient admitted in with a plan for high risk percutaneous coronary intervention. It was reported that the 0.018 wire was stuck in the cannula and was unable to remove. Therefore, the whole system had to be removed without a problem. It was also noted that the guidewire was unravelling. A new impella cp and 0.018 wire were used for a successful placement. There was no patient harm.